Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported. All available information was investigated,and the reported improper or incorrect procedure appears to be due to the user error of using an expired clip delivery system (cds)for the treatment of mitral regurgitation (mr). It should be noted that the mitraclip nt system instructions for use states the following warning: do not use the mitraclip nt system after the use by date stated on the package label, and never reuse or re-sterilize the system. There was no device issue or malfunction as a result of the user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device was used after expiration. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2-3. The following morning, it was noted that the implanted clip was used past the expiration date of 01/05/2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.